Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va09wvk, implanted: (B)(6) 2014, product type: lead, product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator, product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension, product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension, product ID: 3389s-40, lot#: va11jps, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 16-sep-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jul-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that one of their wires came out that's why their device was replaced in 2018.